Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and cholecystitis chronic ('gastrointestinal or digestive system condition type: chronic cholecystitis & cholelithiasis') in an adult female patient who had essure (batch no. 6084033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids and anemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cholecystitis chronic (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), nausea ("nausea"), diarrhoea ("other injury(ies) or complication please describe: diarrhea"), endometrial hyperplasia ("other injury : weakly proliferative phase endometrium"), ovarian cyst ("follicular cysts"), abdominal pain upper ("stomach pain") and back pain ("back pain") and was found to have leiomyoma ("leiomyomata"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the cholecystitis chronic, fatigue, nausea, diarrhoea, endometrial hyperplasia, leiomyoma, ovarian cyst, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, cholecystitis chronic, diarrhoea, endometrial hyperplasia, fatigue, genital haemorrhage, leiomyoma, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion noted (B)(6) 2015, (B)(6) 2015 bladder/urinary problems: other- not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. Lot number and concomitant condition added. Events ; gastrointestinal or digestive system condition type: chronic cholecystitis & cholelithiasis, other injury(ies) or complication please describe: diarrhea, other injury : weakly proliferative phase endometrium, leiomyomata, follicular cysts, stomach pain, back pain were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the fatigue and nausea outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion noted (B)(6) 2015, (B)(6) 2015 bladder/urinary problems: other- not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Events: general abnormal bleeding, pelvic pain, abdominal pain, fatigue, nausea were newly added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and cholecystitis chronic ('gastrointestinal or digestive system condition type: chronic cholecystitis & cholelithiasis') in an adult female patient who had essure (batch no. 6084033-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids and anemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cholecystitis chronic (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea"), diarrhoea ("other injury(ies) or complication please describe: diarrhea"), endometrial hyperplasia ("other injury : weakly proliferative phase endometrium"), ovarian cyst ("follicular cysts") and abdominal pain upper ("stomach pain") and was found to have leiomyoma ("leiomyomata"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the cholecystitis chronic, back pain, fatigue, nausea, diarrhoea, endometrial hyperplasia, leiomyoma, ovarian cyst and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, cholecystitis chronic, diarrhoea, endometrial hyperplasia, fatigue, genital haemorrhage, leiomyoma, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion noted (B)(6) 2015. Bladder/urinary problems: other- not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirm. Test: bilateral occlusion. Lot number reported (6084033) is not valid. Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.